Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. Patient decided to stop using the system and get the sensor removed since the symptoms did not get better.

Event description:
Senseonics was made aware of an incident where patient developed skin irritation on the region where transmitter touches the skin and not where the patches comes in contact with the skin. Patient complained that her skin gets very red, warm and looks like burned. Patient decided to stop using the system and would want to get the sensor removed.